Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Patient had devices with serial numbers (B)(4) (srm-330) and (B)(4) (srm-375). Since sides were not specified, captured the catalog no. As unk style srm. Device history records were requested for both serial numbers. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.